Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the first load (B)(6) was misloaded due to an inexperienced valve loader. The loader had only loaded five cases prior. It was confirmed that the replacement valve (B)(6) was not misloaded. The valve was recaptured dur to the lack of commissure alignment. The infold was confirmed on the third deployment attempt. A procedural delay was noted. Per the physician, calcification was a factor in the infold.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, a misload was identified due to a bend in the valve strut. Subsequently, a new valve was loaded into a new delivery catheter system (dcs) and inserted into the patient. The valve was deployed and recaptured three times. At 80% deployment on a fourth attempt, an infold was observed in the valve frame. The valve was recaptured into the dcs and withdrawn from the patient. A new valve was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 , (serial: (B)(6) ); product type: 0195-heart valves; product ID l-evolutfx-2329, (lot: 0012192773); product type: 0195-heart valves; product ID l-evolutfx-2329, (lot: 0012178222); product type: 0195-heart valves; product ID d-evolutfx-2329, (lot: 0012196170); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012192769); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.